Event description:
It was reported that the customer had been hospitalized due to low blood glucose level of 25 mg/dl, which was treated with sugar. At the time of the admission the customer was unresponsive. The customer attempted checking their blood glucose in the morning of the phone call, they inserted a test strip into the blood glucose meter, and the meter lit up. There was a message on the screen that remained on the display until the battery of the device died. The drive support cap of the insulin pump was recessed. The customer stated that the perceived reason of the low blood glucose was taking too much insulin and not eating enough. The customer also stated that the insulin pump had gone into threshold suspense because the sensor glucose reading was 50 mg/dl but the customer's blood glucose was 90 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please, see medwatch report 2032227-2014-33493.